Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: on re-watch, it seems the surgeon may have used dermabond on the ovary, which is off-label. If the device or further details are received at a later date a supplemental medwatch will be sent. As the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney a patient underwent a partial hysterectomy on (B)(6) 2024 and topical skin adhesive was used. The topical skin adhesive did not meet their expectations and there was apparently feedback about it posted on their youtube channel ¿my client went to the hospital on (B)(6) for a partial hysterectomy, but the doctor nicked the left ovary and used (topical skin adhesive) for the repair. When she was released the same day, she got home. She passed out. She was taken by ambulance to (hospital) and the found out she was bleeding internally. She got transferred back to a different hospital where she had a CT and was rushed into emergency surgery. They then had to remove the left ovary because it was destroyed and required 2 blood transfusions. A couple days later, she had to call an ambulance again and was taken to the hospital because she was dizzy and was advised, due to blood loss, that it will take time for her to recover.¿.